Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, g1, h6.

Event description:
Hcp reported a right side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, opening, wear abrasion and white particle in the surface of the shell. Leak test was performed and found opening on posterior and delamination diaphragm valve. A microscopic analysis was performed which identify, puncture opening in the posterior. And delamination of the diaphragm valve. Based on the device analysis, the final assessment is: two punctured opening on posterior, due to surgical damage like. Delamination of the diaphragm valve assessed, as adhesive failure.

Event description:
Hcp reported, a right side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. The reason for reoperation was/is deflation.

Event description:
Hcp reported a right side deflation. Device remains implanted.